Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. The logs showed that the application software exited without prompt from the user. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative received a report from a site representative, medical engineer, that while in a cranial procedure, the cranial software went into the boot-up screen where active instruments were connected. During procedure, a medical engineer noted that the cranial software showed blue color screen. The navigation system was shut-down manually and normal function was restored. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. The logs showed that the application software exited without prompt from the user. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. The logs showed that the application software exited without prompt from the user. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.